Event description:
A patient in (B)(6) displayed symptoms of a dialyzer reaction twenty minutes into treatment with a polyflux 210h. The patient had a decrease in bp, cool, clammy, weakness and a swollen tongue. Treatment was stopped and the patient was administered saline, hydrocortisone and piriton. The patient's symptoms subsided and treatment was later continued on a different dialyzer.

Manufacturer narrative:
The dialyzer was discarded and not available for technical investigation. Gambro performed a lot history record check. This lot was produced and tested without any nonconformities. There were 25.584 dialyzers produced and distributed worldwide from this lot number. Gambro performed a complaint history file check. There was one similar complaint reported for this lot number.